Event description:
The patient was implanted with a left ventricular assisted device (lvad). It was reported by the vad coordinator that the patient has high flows and powers. The hospital staff exchanged the system controller without resolution. It was also reported that the patient had a few syncopal episodes. The hospital staff tried multiple medication adjustments with no long term success. The patient becomes dizzy after standing and/or walking 30-40 feet. The patient's ldh is normal at 206. His pi is 4.5, with powers up to 10. Additional information was received 8 days later that the patient had a standard echo and it was unremarkable. The issue seemed to have resolved once compression stockings were applied to the patient. The patient's power range was 4-5 watts, and his pi range was 6-7. The patient remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.